Event description:
It was reported that an implant movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Immediately after the closure device was implanted it was observed that the device had shifted within the laa. The implant shift caused the device to no longer meet pass ((position anchor size seal) criteria. The closure device was removed and the procedure was completed with a new device. No patient complications were reported.